Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile prostheses and experienced inflammation, joint pain, and a rash on her left breast postoperatively. The patient stated that she¿s been experiencing inflammation and join pain since the date of implantation in 2006. The blood test result indicated no arthritis, and the cause of her symptoms is unknown. Also, her left breast has been experiencing a rash and itchiness since 2017. The patient is hoping to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient was scheduled to see her doctor on (B)(6) 2020. This report is for the left prosthesis.